Event description:
The first firing of a reload from the i60 device resulted in no cut or stapling of tissue. The second firing of a reload from the i60 device was conducted without issue. On the third firing of a reload from the i60 device, a "pop" noise was heard midway through the firing cycle, simultaneously the anvil deflected away from the cartridge housing briefly. The result of the third firing was malformed staples, unformed staples, and a partial transection of tissue.

Manufacturer narrative:
The incorrect installation of the first reload by user caused the failure of the i60 device to fire the reload. On the third firing of a reload from the i60 device the anvil broke, reducing the clamp force and disturbing the reload to anvil alignment, which resulted in improperly formed staples and no transection of tissue. The root cause for the broken anvil was not able to be determined.